Manufacturer narrative:
The device has not been received for evaluation. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The target lesion was in the left anterior descending (lad) artery. The lesion was predilated with an unknown type balloon. The physician had selected and attempted to treat the target lesion with a 3.0x16mm taxus express2 drug eluting stent (des), but was unable to cross the lesion. During withdrawal, the stent dislodged from the stent delivery system. The stent "landed" in the femoral artery where the physician was able to successfully retrieve the stent with an unknown type snare. The procedure was completed with another 3.0x16mm taxus express2 des and no harm to the patient.